Event description:
It was reported that right ventricular (rv) lead had observations of myopotential noise that was being oversensed, however there was no inappropriate therapy delivered. During surgical observation to revise the lead, the white terminal boot had separated from the df4 connector exposing the coils. It was also reported that the suture sleeve had cut through the lead. The lead was explanted and replaced, and has been returned for analysis. No additional adverse patient effects were reported.